Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a failing ps1 power supply that was removed and replaced. Initial report in 2007 with follow-up on nine days later, when power supply was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had intermittent lock-up issues where all system light indicators would go on and the iris collimator would close down.